Event description:
Customer reported a hospitalization due to hyperglycemia. The insulin pump alarmed no delivery. The blood glucose reading at the time of the event was 300 mg/dl. Customer was treated with IV drips. Customer was hospitalized for two days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.